Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The stored electrograms (egms) showed atrial tachy response (atr) with undersensing of atrial fibrillation (af) observed. Battery longevity is normal and other lead measurements are stable. At this time, the device remains in-service. No adverse patient effects were reported.